Event description:
Customer reported that she changed the battery on the insulin pump and then noticed that the device was off. Customer stated that she experienced high blood glucose and called her doctor. Customer stated that during the call, the insulin pump alarmed battery out limit. Blood glucose value was 404 mg/dl. Customer stated that the device has not been dropped, bumped or exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment and spring are not damaged nor corroded. Customer reinserted the battery and the display returned. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.